Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the magellan safety needle. Rn gave im injection to a newborn using the prefilled hep b vaccine with a kendall monojet safety needle. After the vaccine was administered, the rn attempted to cover the needle with the self retractor. The rn reports that the needle bent at the base thereby causing the tip of the needle to scratch the rn's left index finger."